Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the device history record (DHR) review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the device history record (DHR) review was documented within the child. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6008530, in question was manufactured at the reynosa site. DHR review: the lot 6008530 was manufactured according to the work instruction (wi) version 98 and packaging in the machine multivac 14 on 23-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4g04909 was manufactured according to the wi version 64 and manufactured in the machine sc05-sc06, on 17-aug-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4h01478 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 20-aug-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4h01479 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25, on 22-aug-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4h01477 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07, on 21-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h01454 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 19-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h01455 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 21-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h01456 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 21-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h01457 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 22-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h02900 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 26-aug-2024, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 4h02901 was manufactured according to the wi version 37 and manufactured in the machine gluing 3, on 28-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: no non-conformance (nc) raised during production related to complaint code; no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. Patient discovered that their hip was wet and insulin leaked out of their device. No further information available.